Event description:
The customer reported a death and requested assistance in obtaining retrospective data on the deceased pt.

Manufacturer narrative:
(B)(4). The customer reported a death and requested assistance in obtaining retrospective data on the deceased pt. No malfunction was alleged. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.